Event description:
The customer reported that while monitoring patients, three telemetry beds had dropped from the xhibit central station. The biomedical engineer was not on site during the time of the reported failure but was on his way to evaluate the system. A spacelabs healthcare technical support representative followed up with the customer where they confirmed that the issue was resolved, however, no details regarding the cause of the failure was available. The cause of the reported issue could not be determined.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.